Event description:
Reportedly a valve believed to be a 6900p was explanted due to endocarditis, source is unknown. The patient was extremely sick, IV drug user and had endocarditis. The surgeon implanted a 31mm cep 7000tfx without having to go on the pump and the patient is doing extremely well. Approximately 27 months ago, around (B)(6) 2008, the patient also had a tricuspid valve replacement at another facility. No additional information is available at this time.

Manufacturer narrative:
Method: device not returned. Requests were made for the device, operative report, and additional information, however, no additional information has been provided to date. Investigation is ongoing. The device was not returned for evaluation, analysis is pending. The device history record (DHR) review is in process.

Manufacturer narrative:
Through followup with the sales representative the explanted device was placed in the pulmonary position which is an off-label use. According to the device instructions for use, "the carpentier-edwards perimount plus pericardial bioprosthesis model 6900p mitral is indicated for patients who require replacement of their native or prosthetic mitral valve." The device is unavailable for return and the operative report is not available. The device history record (DHR) review could not be completed at this time as the lot number and serial number is unknown.